Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited delayed delivery of shock therapy due to a suspected sensing anomaly. The device sensed the arrhythmia experienced by the patient, however did not identify them as a ventricular tachycardia (vt). A successful shock was delivered after 41 seconds. Device data was sent to rhythmcare for review. This device remains in service. No adverse patient effects were reported.